Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced erosion after original procedure and was confirmed during the explant procedure. There was no malfunction, just a cuff that was too tight and caused erosion of the urethra. The patient did not experience any adverse effects.

Event description:
It was reported that patient experienced erosion after original procedure and was confirmed during the explant procedure. There was no malfunction, just a cuff that was too tight and caused erosion of the urethra. The patient did not experience any adverse effects.